Manufacturer narrative:
Describe event or problem: according to the medical records, the patient has a history of deep venous thrombosis, pulmonary embolus and multiple surgeries. The records indicate that the patient was implanted with the optease vena cava filter prior to a spinal operation. Three weeks after the index procedure, the patient fell and was diagnosed with extensive bilateral deep venous thrombosis and bilateral lower extremity compartment syndrome. The following month the patient experienced an extensive clot involving both lower extremities and the inferior vena cava. It was determined that the filter would remain in place, it was too risky to take it out because the patient could develop worsening pulmonary emboli. Four years and seven months after the index procedure, an attempt was made to remove the occluded filter. The original filter was not removed; however, a second vena cava filter was implanted. The following month, the patient had reconstruction of the mid/distal inferior vena cava and kissing stents implanted with balloon venoplasty. Additional information received per the patient profile form (ppf) indicate that since the index procedure the patient has started dialysis, had bilateral fasciotomy due to compartment syndrome, experienced pain, phlegmasia cerulea dolens, nerve damage, vascular damage, swelling and has experienced permanent disfigurement due to the vena cava filter. The patient profile form indicated that there were two attempts to remove the optease vena cava filter. However, the medical records document only one attempt to remove the filter. The second operation was for stent placement and inferior vena cava reconstruction. (B)(4). Corrected data: (manufacturer name, city and state), (manufacturing site name and address). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, occlusion of the inferior vena cava (ivc) filter. As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records, the patient has a history of deep venous thrombosis (dvt), pulmonary embolus (pe) and multiple surgeries. The records indicate that the patient was implanted with the optease vena cava filter prior to a spinal operation. Three weeks after the index procedure, the patient fell and was diagnosed with extensive bilateral deep venous thrombosis and bilateral lower extremity compartment syndrome. The following month the patient experienced an extensive clot involving both lower extremities and the inferior vena cava. It was determined that the filter would remain in place as it was too risky to take it out because the patient could develop worsening pulmonary emboli. Four years and seven months after the index procedure, an attempt was made to remove the occluded filter. The original filter was not removed; however, a second vena cava filter was implanted. The second filter was from a different manufacturer. The following month, the patient had reconstruction of the mid/distal inferior vena cava and kissing stents implanted with balloon venoplasty. Additional information received per the patient profile form (ppf) indicate that since the index procedure the patient has started dialysis, had bilateral fasciotomy due to compartment syndrome, experienced pain, phlegmasia cerulea dolens, nerve damage, vascular damage, swelling and has experienced permanent disfigurement due to the vena cava filter. The patient profile form also indicated that there were two attempts to remove the optease vena cava filter. However, the medical records document only one attempt to remove the filter. The second operation was for stent placement and inferior vena cava reconstruction. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, phlegmasia caerulea dolens, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Compartment syndrome, pain, nerve damage, swelling, disfigurement and vascular disorders do not represent a device malfunction and may be related to underlying patient related issues. Renal failure leading to dialysis can be linked to a multitude of factors including hypertension, poor arterial and vascular circulation of the kidneys, and diabetes. Clinical factors that may have influenced the event include patient comorbidities, specifically coagulopathy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, occlusion of the inferior vena cava (ivc) filter. As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter occlusion is a potential complication of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, occlusion of the inferior vena cava (ivc) filter. As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.